Event description:
It was reported that the pump battery depleted too quickly, causing a shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, displaying a "high" value. To address this, the customer administered a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.